Event description:
Two lots of blood testing reagent, rec'd in our lab at separate times, appear to be defective. Ortho clinical diagnostics "reagent red blood cells 0.8% resolve panel a" lots 8ra185 and 8ra186 do not positively identify anti-d. This problem with lot 8ra185 was reported to ortho clinical diagnostics on 08/17/05. The probem with lot 8ra186 was reported to ortho 08/18/05.